Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited high out of range pace impedance measurements on the right ventricular (rv) lead and left ventricular (lv) lead at the same time. This triggered a lead safety switch (lss) on both leads resulting in the rv and lv leads being automatically switched by the crt-p device from the bipolar to the unipolar pace and sense configuration. The out-of-range pace impedance measurements occurred at 4:15am. The presenting electrogram was noted to appear normal and the lead trends were stable up until the out-of-range measurements. Boston scientific technical services (ts) discussed with the healthcare provider (hcp) the possibility that the patient was exposed to some kind of electromagnetic interference causing saturated impedance readings. Ts provided guidance to the hcp to bring the patient into the clinic to switch the leads back to the bipolar configuration and perform some testing to rule out any possible lead integrity concerns. The rv and lv leads remain in-service. No patient symptoms or adverse patient effects were reported.